Event description:
Additional information was received that surgical intervention was undertaken wherein the ipg was explanted and replaced. Issue is resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has difficulty with recharging the ipg. As a result, surgical intervention may take place to address the issue.